Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and baclofen via an implantable pump. The indication for use was non-malignant pain. The patient reported she doesn¿t think the pump was working. The patient was tried to bolus and is getting a code 8286 (empty reservoir alarm). The patient was in a lot of pain. The patient stated she is scheduled to have her pump filled today and is pretty sure that they scheduled the refill later than it was supposed to be. The patient was redirected to their healthcare provider to further address the issue.